Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was powered up and it alarmed ec1660 which is an issue with processor on the circuit board. Service replaced the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd legacy 1 pump alarmed 1660, power lost. There was no patient involved.